Event description:
A malfunction alarm was reported for an insulin pump, with the specific malfunction code being malf 16 and the fault ID given as 0x20e6. There was no information available regarding the impact on the customer's blood glucose level. The pump was not replaced due to being out of warranty, and no notable events occurred prior to the malfunction.